Manufacturer narrative:
(B)(6). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported false downstream occlusion was verified through a review of the event history log which and reproduced during evaluation. Evaluation revealed that the cause was a failed input/output printed circuit board (I/o pcb) which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion alarm. There was no patient involvement. No additional information is available.